Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The consumer reported that the stimulation wasn't helping stop the patient¿s pain, so he had the ins removed. The consumer reported that they took the implant out, but they left the wires in. The consumer reported that at the time the device was still working/delivering stimulation, but it wasn't doing its job to cover his pain. The device was explant (B)(6) 2017. No further complications were reported.